Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 in the patient's eye and the haptic tore off. The surgeon enlarged the patient's incision to remove the lens and replaced it with a competitor's lens model and used a suture to close the wound.

Manufacturer narrative:
Evaluation codes: results: a visual inspection of the returned product shows a portion of the lens optic and one haptic is torn off & missing. There is clear surgical residue on the lens. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.